Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post implant the right atrial (ra) lead displayed undersensing, failure to capture, high threshold and lead dislodgement was confirmed by a chest x-ray. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.